Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for via phone call for high blood glucose. The customer¿s blood glucose level was 457 mg/dl at the time of the incident. Patient's current bg: 457 mg/dl. The customer was treated with shot one time. Customer reports they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that she has been having high blood sugar for a couple days and took a shot. Customer stated she has been treating with the pump. Customer stated that today on (B)(6) 2017 blood sugar started at 444 mg/dl and went up to 537 mg/dl. The insulin pump will not be returned for analysis.